Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) half day infusors had particles in the tubing. The devices were filled with desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacturing date: (b))(4) 2017 - (B)(4) 2017. Three actual devices were returned and evaluated. Visual inspection was performed and noted the presence of clear particles inside the tubing. The particles were in the fluid path. The particles were identified as polyvinyl chloride (pvc) material via ftir spectroscopy. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.